Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a transfer device was found to have a bent tip. The stopper was pushed into the vial, and the bent tip was observed. No delay in treatment occurred, as another vial was available and prepped for use on the patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A photo of an unmagnified spike tip was returned for evaluation. The photo was visually evaluated per specification, and it was noted that the transfer device tip was damaged. The root cause of the damage was found to be due to the siliconization station. Each part goes into a shroud. Occasionally this shroud comes in contact with the part, causing the damage. This defect was communicated to production personnel for heightened awareness. In response to complaints of this nature, a change control has been approved to update the siliconization station shroud by increasing the shroud lead in angle. This will reduce the potential for interference between spike and shroud during the siliconization process. Also, the pharmacy assembly machine setup sheet was updated for clarification. The appropriate tooling must now be circled and verified on the setup sheet. Additionally, a visual inspection work instruction was created to heighten the detection of damaged spike tips. Review of the discrepancy management system (dsms) database performed for the reported lot numbers revealed no abnormalities or non-conformances noted during in process or final product inspection. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number.